Event description:
A lifecor territory manager (tm) contacted lifecor customer support to report that when she was fitting a pt she could not get one of the battery packs to power up the monitor. The battery pack was placed on the battery charger which showed that the battery pack was fully charged. The tm gave the pt a new battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack would not power the monitor because the capacitor (ci) was shorted. The root cause of the shorted capacitor is believed to be a random component failure. The capacitor was repaired. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.